Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, it was noted that the grommet was damaged. The set screw had a foreign material and a rounded socket.

Event description:
It was reported during implant, that once the leads were attached to the device, the atrial lead showed high impedance and poor p waves. The atrial lead was repositioned. The ventricular lead was not secure in the header of the device. The device had a suspected set screw problem. The device was removed and replaced. Both leads remain in use. No patient complications have been reported as a result of this event.